Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -13.5/3.5/106 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.